Event description:
Customer reported, the system is displaying a kv on in error message. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the x-ray tube. System operates as intended.